Event description:
It was reported to boston scientific corporation in 2005, that a rx dilatation balloon was used during a procedure performed in 2005, (patient gender, age and weight are unknown). According to the complaint, "the product got a pinhole rupture during inflation at the target lesion". This procedure was completed using another device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The device manufacture date and expiration dates are unknown. The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.